Manufacturer narrative:
Examination of the returned sample showed the leak did not originate from the seal area. A slit was noted on the face of the bag near the seal area. As the leak was not detected during the filling process nor during unpacking at the user's home, it is believed the bag made contact with a sharp surface during user handling. Should additional relevant information become available, a supplemental report will be filed.

Event description:
Customer advised the parents of a home patient reported one compounded parenteral nutrition bag leaking approximately 2 hours into the infusion. The end user reported the bag leaked on the side where the two edges of the bag join. The patient was at home in bed during the infusion and there was no skin contact with the parenteral nutrition solution. There was no report of patient injury or medical intervention as a result of this event. No additional information is available.